Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to flexion instability and soft tissue impingement posteriorly. Swapped from a cs liner and cr femur to a ts construct.

Manufacturer narrative:
An event regarding revision due to instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: review of these records confirms arthrofibrosis (excessive proliferation of scar tissue) following tka occurred. Arthrofibrosis is a multifaceted complication of tka and the root cause in his instance cannot be determined as insufficient information was available. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinician indicated: review of these records confirms arthrofibrosis (excessive proliferation of scar tissue) following tka occurred. Arthrofibrosis is a multifaceted complication of tka and the root cause in his instance cannot be determined as insufficient information was availablethe exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as operative reports fro the arthroscopic surgery, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes as well as physical therapy notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right knee was revised due to flexion instability and soft tissue impingement posteriorly. Swapped from a cs liner and cr femur to a ts construct.